Event description:
Line was found to have either a crack in the line, or a hole in the line.

Manufacturer narrative:
Complaint investigation (B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. The complainant states "no devise is available for evaluation for lot# 1104". Device history review: total of 460 units were made in lot 1104. All finished devices passed in-process, final, and post-sterilization inspection. There have been no other complaints for (B)(4) lot# 1104. An examination of the device has not been carried out as the used device was not returned to neo medical. Neonatal catheters as their very small size makes them fragile. These catheters require very careful handling, especially during insertion. It is possible that the leak was caused by using un-padded forceps. Cause is undetermined, complainant states "it is unknown if the device issue was caused by the end user".